Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high, out of range shock impedance since implant. The physician reported getting an red alert from the home monitor, for high,. Shock impedance out of range. The shock impedance has been variable since implant, 81 ohms to 127 ohms. During the office visit, the physician programmed the device to a threshold of 150 ohms, and will monitor the patient closely. The device remains implanted. No adverse patient effects were reported.